Event description:
Follow-up information revealed the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead migrated. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced with another model. Reportedly, effective therapy was restored following the procedure.